Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient¿s ins kept going off and he had a return of pain in both hips. The caller was redirected to have the patient contact his healthcare professional. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.